Event description:
It was reported through the litigation process that sometime post vena cava the filter perforated the ivc. There were no reported attempts made to retrieve the filter. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and struts perforated into organs. The device has not been removed after two attempted but unsuccessful percutaneous removal procedure the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five months post filter deployment, CT revealed an embolus at the distal right main pulmonary artery with poor filling of the lower lobe pulmonary arteries and a few segmental/sub-segmental emboli in the left lower lobe. Segmental emboli was noted in the left upper lobe posterior segment. Subsequent CT revealed interval development of ivc thrombus below, within, and slightly above the infra renal ivc filter at the level of the renal vein confluence. Bilateral pulmonary arterial emboli were also noted. Approximately seven months later, CT revealed the filter was noted to be tilted anteriorly. Its proximal cone lies on the wall of the ivc possibly embedded in it. The filter legs were penetrated through the wall of the ivc into the pericaval/mesenteric fat. One of the filter legs penetrates a loop of jejunum. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. However, the investigation is inconclusive for the retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2019).

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical device - expiry date: 11/2019.

Event description:
It was reported through the litigation process that sometime post vena cava the filter perforated the ivc. There were no reported attempts made to retrieve the filter. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and struts perforated into organs. The device has not been removed after two attempted but unsuccessful percutaneous removal procedure the current status of the patient is unknown.